Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this right ventricular (rv) lead that patient experienced a seizure. It was reported that their blood pressure went to zero and cardiopulmonary resuscitation (CPR) was performed. It was confirmed that the patient did not exhibit tamponade or lead puncture. The lead was removed and the procedure was abandoned. No allegations were received against the lead's functionality. The patient recovered from the adverse event. No further complications were reported.